Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was breaking') and fallopian tube perforation ('essure was breaking through her fallopian tube.') In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), 5 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. Case category updated to serious incident. Events: device breakage, essure was breaking through her fallopian tube added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was breaking') and fallopian tube perforation ('essure was breaking through her fallopian tube.') In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain"), 5 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.